Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported during the procedure. A one seal and a 35ol both leaked and needed replacing.